Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation results. Results - 114 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon evaluation of undamaged sections of the returned sample one glidesheath slender guidewire was returned for evaluation. Visual inspection of the guidewire revealed no defects. The guidewire was placed under microscopy and each end was examined. The floppy end was noted to have an unraveled piece of wire at the distal tip. No anomalies were noted with the stiff end. Measurements were taken of both ends of the guidewire. The floppy end and the stiff end were measured and were confirmed to meet manufacturer specifications. Functional testing was conducted. A 0.021" needle was acquired from another 80-1060 kit and the stiff end was inserted into the needle, and no issues were noted. The floppy end was then attempted to be inserted where resistance was faced. The guidewire could not be inserted into the needle. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that guidewire manipulation into the needle could have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and update. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Pt info: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while using the involved glidesheath slender, the wire would not pass through the insertion needle in the glidesheath slender kit. It was reported that another wire was pulled and passed through the wire with no issue. The second wire pulled each time and went through the needle with no issue. Blood loss was reported to be less than 250cc. The patient was reported to be in stable condition. Additional information was received on (B)(6) 2018. The procedure being performed was a radial access case for heart catheterization. An additional merit brand micro wire was opened and used. There were no adverse patient issues.